Event description:
Account reports "leaking during flush" at junction of the luerlock housing and the tubing. States there was no medical intervention or pt injury reported. Unknown if used on a peds pt. Or an adult pt. No further info available according to emergency room nurse mgr.